Event description:
Additional information was received indicating that the issue occurred during routine inspection and there was no patient involvement.

Manufacturer narrative:
H3: one cadd solis vip pump was received in good physical condition. The event history log was reviewed and there was a "cassette not attached properly" alarm message. A cassette was attached to the pump during functional testing. The reported error was unable to be duplicated. The downstream occlusion sensor was replaced as a preventative measure. There was no fault found with the returned pump.

Event description:
Information was received that this smiths medical cadd solis vip pump exhibited cassette attached error. No reported adverse effects.